Manufacturer narrative:
H2: additional information was received. Section a, b5, and section e have been updated. H2/h3/h6: the system was serviced in the field and failed imaging modalities testing. The frame rate error was caused by the damaged mobile viewing station (mvs) interface. Hardware replacement of the mvs interface cable resolved the issue and the system was functioning normally after repair. Codes 10, 120 and 4307 are applicable. H2/d10/h3/h6: the mvs interface cable was returned however analysis has not been completed. Codes 4118, 3233 and 11 are applicable. The return of the cable provided the correct product ID: bi30000443 and lot number: rev. 2 : s/n (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a delay of less than one hour and no unused spins.

Manufacturer narrative:
H3 the returned cable was analyzed and it was noted that the mvs cable interface was bench tested and it passed continuity, gbit, and 100t test. They installed it into a test system, and the system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Finally, when they attempted the 2d image it was noted that there was a low frame rate error occurring. H6: 10,120,4307 are associated with device analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: none, ubd: unknown, UDI#: unknown. Product ID: bi30000111, serial/lot #: unknown, ubd: unknown, UDI#: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that it was known that after using the system all day for cases, during the last case the site had received an image frame rate error as the exams were coming over to the mobile viewing station (mvs) very grainy. The error had stated to remove the umbilical cable and re seed into the system. This did not resolve the issue. The site had then received 2 more errors with the system and a local representative (cs) had requested help from other local representatives. The site had aborted using the system and moved forward without imaging. The delay to the procedure was unknown. There was no reported impact to the patient.